Event description:
The reported description notes that there was an spo2 desaturation alarm when the pt's spo2 value fell below the lower spo2 limit, but no additional alarm when the spo2 level fell even more. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that there was an spo2 desaturation alarm when the pt's spo2 value fell below the lower spo2 limit, but no additional alarm when the spo2 level fell even more. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.